Event description:
It was reported that the patient was not getting an adequate stimulation coverage despite reprogramming done due to high impedances on the leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted linear leads were discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(4) and batch: 5153310.